Manufacturer narrative:
(B)(4)

Event description:
It was reported during the hf sensor implant procedure on (B)(6) 2016 at the time of sensor deployment the catheter was retracted as the sensor got stuck and started moving with the catheter. The physician tried troubleshooting by inserting a balloon catheter between the delivery catheter and sensor which resolved the issue. The patient did not experience complications at the time and the device was calibrated without difficulty. However, the patient was admitted to the hospital on (B)(6) 2016 with hypotension. A CT angiogram revealed a thrombus in the same vessel where the hf sensor was implanted. The physician has not determined the event is a result of the implant procedure.

Manufacturer narrative:
Information was inadvertently reported incorrect in the initial report. This report consists of correct information. Information was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient was discharged the following day. The patient was prescribed plavix & asa post implant. Further the patient was admitted again the following week for heart transplant evaluation. The physician suspected the issue was likely related to the implant procedure (from cannulation of the distal vessel with the guidewire).